Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 230 mg/dl. After delivering a corrective bolus, the bg level increased to 380 mg/dl and another corrective bolus was delivered. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support followed up with the customer and the bg level had lowered to 130 mg/dl.